Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided . D1: brand name unknown / not provided . D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided . H4: device manufacturer date unknown / not provided.

Event description:
It was reported that implant was dropped during surgery, lost sterility. The procedure completed using another implant. Tooth number: 1.